Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Customer loaded multiple cartridges to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.